Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found the up/down keys and alarm key would not work. The membranes were replaced and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator key pad membrane was faulty. There was no patient involvement.